Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled the cartridge with 30 units of insulin and received a valid minimum fill message. Reportedly, the customer's blood glucose level was 274 mg/dl, and was addressed by administering a manual injection. Reportedly, the customer used manual injections until additional supplies had been obtained.